Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue; the rewinding will not stop. This complaint is being reported because the reported issue may result in long-term cessation of insulin delivery to the patient. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: review of the black box revealed record of call service 064-0001 alarm observed with high force occurring due to occlusion during prime. No rewind issue was observed in the black box or alarm history. During investigation, rewind, load and prime steps were performed successfully. After exercising the pump for 24 hours, no rewind issue was observed. Investigation did not duplicate the complaint of a rewind issue. Unrelated to the original complaint, the battery compartment was noted to be cracked near top and below bumper pad and the display was found to be dim and discolored. Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: review of the black box revealed record of call service 064-0001 alarm observed with high force occurring due to occlusion during prime. No rewind issue was observed in the black box or alarm history. During investigation, rewind, load and prime steps were performed successfully. After exercising the pump for 24 hours, no rewind issue was observed. Investigation did not duplicate the complaint of a rewind issue. Unrelated to the original complaint, the battery compartment was noted to be cracked near top and below bumper pad and the display was found to be dim and discolored.